Event description:
Report received of an overdelivery. In the labor and delivery department, the pump was programmed in the epidural mode, for continuous + bolus delivery, with a unit of delivery in ml only, to deliver 4ml of fentanyl and 20ml of 0.1% ropivacaine in 76ml normal saline, with a rate of 6ml/hr, a 5ml bolus dose, a 15 minute patient lockout, an 80ml 4 hour limit, and a 100ml container size. At 1236, the delivery was started. At 1524, the continuous rate was increased to 8ml/hr. At 1720, the continuous rate was increased to 10ml/hr. It was reported that at 1830, the pump alarmed for air-in-line. Upon assessment, the nurse noted the pump display indicated that 55.5ml had infused; however, the 100ml container was empty. The pump was removed from clinical service. It was unspecified in pain management therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. There were no reported adverse sequelae to the patient or newborn. During testing by the user facility, the pump reportedly delivered accurately. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation were unable to confirm the customer's reported complaint of overdelivery. The device passed all testing including delivery accuracy.